Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed incoming functionality testing. The causer for the failure was isolated to an improper solder joint connecting the rear pulse wires inside of the distribution node (dn). The root cause for the improper solder joint could not be positively identified. No adverse event resulted form the defective electrode belt.

Event description:
During servicing of belt sn (B)(4) for an unrelated issue, a reportable event was found. Upon investigation, the belt was unable to complete incoming functionality testing.